Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-62 alarm was identified during review of the alarm log and functional testing. The f-94 alarm was found during functional testing. The cause of the f-62 alarm was determined to be a damaged sensor board. The cause of the f-94 alarm was determined to be caused by low battery voltage. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. During service, the device presented an f-62 (malfunction in memory back up battery voltage detection circuitry: input to a/d converter remains high) alarm and an f-94 (configuration option settings checksum is not 0) alarm. There was no patient involved. No additional information is available.